Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain and lack of clinical benefit from the device. Subsequently, the device was explanted on (B)(6) 2008 and it is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction : the serial # is (B)(4) as previously reported. The explantation date is not confirmed. This report is filed on january 23, 2019.